Event description:
It was reported that the user experienced repeated signal loss between the ilet and the dexcom g7, and device evaluation during troubleshooting showed the ilet bluetooth software version as 0.0.0, indicating a failed bluetooth function, for which a replacement ilet was processed and the original will be returned for investigation. Symptoms included interruption of cgm-to-ilet communication. Outcomes included dosing interruption alerts and notification that dosing would stop soon. Investigation included technical troubleshooting and education with the user, verification of shipping details, and initiation of device return for analysis. Investigation of this case revealed a suspected malfunction of the ilet¿s bluetooth communication function. It was concluded that the device exhibited a communication malfunction leading to dosing interruption alerts, and a replacement was issued.